Manufacturer narrative:
Root cause could not be determined conclusively, however occurrences of dry eye are inherent to lasik and other refractive surgeries and are not indicative of a malfunction. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported that a patient presented with dryness in the mornings in both eyes post lasik. The patient is using a dry eye treatment of topical artificial tear drops and cyclosporine ophthalmic emulsion. The patient noted improvement since starting the dry eye treatment. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.